Event description:
Customer called in 2002 alleging that their one touch basic enhanced meter was reading inaccurately low. Patient was tested at their doctor's office and four hours later patient was referred to ER by the fire department. The hcp meter read 596 mg/dl and their one touch basic enhanced meter read 96 mg/dl. Tests were run approximately 20 seconds apart. Doctor prescribed glucophage and also treated with one glucophage tablet before releasing patient.